Event description:
It was reported that the patient presented inpatient post-implant procedure. Upon interrogation, it was noted that the atrial leadless pacemaker (lp) exhibited loss of sensing. An echocardiogram was performed and revealed a post-op dislodgement of the lp in the right ventricle (rv). Live fluoroscopy was performed and verified the dislodgement. The lp was successfully retrieved, explanted and replaced. The patient was in stable condition.